Event description:
Dr. Peter vogel reported that a silent nite 3d one piece appliance has broken. Reportedly the knobs broke off. No injury was reported.

Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).